Event description:
It was reported that during the implant procedure, the guidewire was stuck inside the lumen of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in it. Visual inspection found that the tip of the guidewire bent inside of the lead tip nose, and guidewire coating adhered on the conductor. These things lead us to conclude that during the implant procedure, the guidewire tip was bent and it cannot passed through out the lead tip, and also cannot be removed. When the physician trying to pull guidewire out, distortion of conductor was happened causing the guidewire coating adhered on the lead conductor. The guidewire bent inside the lead tip contributed to the complaint reported. If information is provided in the future, a supplemental report will be issued.